Event description:
It was reported that the tps micro driver ran in reverse when in the forward position and then switched back to forward during a procedure. The procedure was completed with another device. There was no user or pt injury, medical intervention, or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
It was noted during failure analysis testing that the primary failure of the handpiece was burnt sockets and a damaged flex strip.